Event description:
Patient reported left side rupture and seroma. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.